Manufacturer narrative:
The pump alarmed compromised force sensor system alarm during the prime/compromised force sensor system test due to a protruded/loose drive support disk. They were unable to perform the occlusion, prime/compromised force sensor system, the excessive no delivery test due to the compromised force sensor system alarm. The pump was received with a minor scratched display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, and a scratched reservoir tube window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she was trying to redo her insulin pump and every time she goes to the screen to activate the refill, she gets a compromised force sensor system alarm. Customer's blood glucose was 224 mg/dl at the time of the incident. Customer stated that the insulin was squirting out during the manual prime process. Customer stated that they are unable to exit the preparing to prime loop. Customer stated that the rewind message occurred after an alarm or alert. Customer stated that the drive support cap was protruded. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to revert to a back-up plan.